Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going

Event description:
Country of complaint: (B)(6). Needle is detached from the wire in packaging.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 unopened racepack and 6 opened. Analysis and results: there are (B)(4) previous complaints of the same reference-batch. There are no units in stock. Received one closed sample, three empty packs and three open samples with the needle detached from the thread, and the thread is still wound on the pack. Tested the needle attachment of closed sample received and the result fulfils the requirements of the OEM: a minimum of five samples would be preferred because is the minimum number of units that requires the OEM. However, taking into account the open samples received and this is the third complaint received of this code batch, we will consider that the complaint is justified. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: we conclude that the complaint is justified. Actions on distributed product of this reference/batch: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: there is a corrective action in order to avoid this kind of incidents in the future.